Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 20047403.

Event description:
It was reported that patient experienced severe neck pain and inadequate stimulation. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were disposed.